Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. .the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device.there is no allegation of serious or permanent harm or injury. No medical intervention was specified. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation was not observed. The device was scrapped, and the complaint was not confirmed.